Manufacturer narrative:
The strips were provided for investigation on 12-mar-2025. The strip vials, desiccants, and vial caps were inspected and were acceptable in appearance. Testing was performed using glycolyzed blood. All testing with the returned strips produced acceptable results and no strip defects were observed. The investigation did not identify a product problem.

Manufacturer narrative:
The medical device problem code and the investigation conclusion code were updated. The investigation did not identify a product problem.

Manufacturer narrative:
The accu-chek inform ii meter serial number was (B)(6). The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter. At 3:57 p.m. The meter result was 49 mg/dl while at 4:01 p.m. The meter result was 71 mg/dl. The result of 71 mg/dl was believed to be correct. Qc was performed within 24 hours of the event and it was acceptable.